Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units device goung prong detached from unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) confirmed problem stated, power cord plug was missing the ground plug. Getinge field service engineer (fse) disassembled, removed and replaced power cord reel (012-00-1688-21), reassembled the unit and performed a preventive maintenance per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.